Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please clarify if the re-suturing was on the same surgery. - any medical treatment provided? If yes, please provide medicine name, strength and dose - any patient consequences? --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, under a single port thoracoscopy, there was a lung leak. The doctor sutured the damaged and leaking lung tissue with suture. When the stapler was knotted, the suture broke and was re sutured and reinforced. No air leaks were found during the examination. There were no adverse consequences reported. Additional information was requested.